Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Investigation is complete. This is an initial final report submission. Review of the most recent repair record determined the rpms met specifications but were jumpy, the calibration was out at the zero reading, and the control bar was in the correct position. The spring seal, ball bearing and needle bearing were replaced so the device would run smoothly and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that prior to surgery the air dermatome depth alignment was uneven. There was no harm or delay reported. At product evaluation investigation the rpms met specifications but was inconsistent. No adverse events were reported as a result of this malfunction.